Manufacturer narrative:
H.6. Investigation findings code c19: the device remains implanted and is not available for analysis. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. H.6. Invesitigation findings code d1102: according to the gore® tag® conformable thoracic stent graft instructions for use (IFU), the gore® tag® conformable thoracic stent graft is designed to be oversized from 6 to 33%. Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range may result in endoleak, fracture, migration, device infolding, or compression. Additionally according to the IFU, overlapped stent grafts should be one to two sizes different in diameter with an overlap of at least 3 cm. During this case a 45mm device was deployed into a 31mm device. This oversizing is above the approved and tested overlapping guidelines. G.2. Report source - corrected source type to foreign.

Event description:
The following information was reported to gore: on (B)(6) 2023, this patient underwent an endovascular treatment for a debakey iiib aortic dissection using gore® tag® conformable thoracic stent graft with active control system (ctag) and gore® dryseal flex introducer sheath. (Sheath). A 24fr sheath was delivered from left side. Reportedly, a slight resistance was felt during the sheath advancement, but the sheath successfully reached to the treatment site. A tgmr313120j was deployed from zone 3 and its distal end was extended with a tgm454520j. Upon deploying the tgm454520j, the stent graft did not fully expand at the joint with the tgmr 313120j. A slight gap between two ctags was observed. The final angiography confirmed a type iii endoleak from the joint of two ctags. A balloon touch-up was performed at the joint, and the gap between two ctags was mostly resolved. The type iii endoleak slightly remained, however, the physician decided to monitor the leak without giving additional treatment. No anatomic constraints related to the incomplete expansion of tgm454520j was reported. It was also reported that a ¿bird-beak¿ was observed at the distal end of the tgm454520j, which was also left to be monitored.

Manufacturer narrative:
Type of investigation code b20: the device remains implanted and is not available for analysis. Investigation findings code c21: findings pending results of product history review and product evaluation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.